Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the continuity testing showed an electrical open was found on the returned lead channel 3 and 4. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event and therapy date are estimated. Reporter phone number: (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.